Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the leak resulting in air in the patient, requiring aspiration. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation with a grade of 4. After deploying the first clip, the clip delivery system (cds) was removed and it was noted that the hemostatic valve of the steerable guide catheter (sgc) was unable to close tightly. As a result, air was introduced into the sgc and anatomy. Aspiration was performed to remove air from the device and anatomy. The sgc was replaced with a new device and a second clip was successfully implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Device returned for evaluation. Evaluation summary: all available information was investigated and the reported leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot-specific product quality issue from this lot. The reported leak appears to be related to the observed tear in the silicone valve. However, a definitive cause for the tear in the silicone valve could not be determined. In this case, it is likely that while removing the clip delivery system (cds), damage may have occurred resulting in the formation of the observed tear, which resulted in the observed leak. Additionally, the reported patient effect of air embolism appears to be related to the reported leak. The reported patient effect of air embolism is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacturing, design or labeling.